Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 4 was failed by user upon arrival. The user attempted to recover which changed failure to failed to stay closed. A field service engineer (fse) opened up back of main and found medications blocking the open/close sensor. The medications were removed and handed over to the pharmacy. Then the drawer was recovered and tested in hardware test application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es 5sa-b drawer 4 was failed and unable to open, with error indicating the drawer would not close but was actually stuck shut. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.